Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) was isolated to the electrode belt trunk pin being bent. The root cause for the bent pin was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check pad messages.